Manufacturer narrative:
Correction: this correction MDR, is to address missing information in section h6 evaluation codes. And inaccurate information is section d reported, in the initial submission for three events. Section h.6: method: left blank and should have been 4118; section h.6: results: left blank and should have been 3233. The three events were initially reported, as unknown in section d1 and d2. However, after further review it was determined, that the three events are not unknown. And are related to the unfolder series. Section d1: brand name, corrected to state unfolder series; section d2: common device name, corrected to state intraocular lens guide. Consequently, an update to the initial submission of the platinum unfolder series vmsr# 2648035-2020-00785 will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Breakdown of 3 events is as follows: dc-cosmetic issues, dc-device partially delivered, dc-stuck in cartridge 1. Dc-inserter problem,dc-lens damaged 2. Lot number of the suspect product: unknown cartridge lot 3 zero investigations were completed, and 3 investigations are pending from this period. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The events were related to cartridge tip cracked/damaged. There were no patient injuries reported associated to the events.